Event description:
In 2002 catheter was placed and was removed 6 months later as the arm of the patient was inflamed and swollen. The patient suffered pains, the arm was thick, red and inflamed and patient could hardly move their arm. Patient injury unknown. No other information provided.